Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the automatic mode switch (ams) episodes from noise over-sensing were noted on the pacemaker. There were also merlin.net alert for atrial and ventricular for noise reversion. Stored electrograms (egms) suggested potentially due to electromagnetic interference (emi). No intervention was performed. The patient had no adverse consequences.